Manufacturer narrative:
(B)(4). The receiver (B)(4) was returned for evaluation. The returned complaint device was visually inspected and no defect was found. The root cause was determined to be a component in the receiver's printed circuit board. A CAPA has been initiated for this issue.

Event description:
Patient's father contacted dexcom technical support on (B)(6) 2014 and claimed that on (B)(6) 2014 the patient experienced a hardware failure. Dexcom technical support advised the patient to reset the device on (B)(6) 2014 and it was reset was unsuccessful. The patient's father did not report any injury or medical intervention.